Manufacturer narrative:
The cartridge was not returned to animas for evaluation and no lot number information was available. No further eval of the cartridge can be conducted. The pump was returned to animas for evaluation. Evaluation revealed mosture damage inside the pump, suggesting a leak may have occurred in the cartridge or infusion set.

Event description:
The patient reported insulin leakage from the pump cartridge.